Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was already in the hospital for an unreported indication when they were diagnosed with peritonitis. The patient was treated with injection (inj) heparin (intraperitoneal (ip), dose and frequency not reported), inj. Fortum (1gram, ip and frequency not reported) and inj. Amikacin (250 milligram, alternate days, and route not reported) for the peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.